Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve or delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause for the aortic malposition cannot be confirmed; however, as reported, the less than optimal image intensifier angle resulted in suboptimal positioning prior to deployment, and subsequent too aortic position of the deployed valve. This in combination with fair coaxial alignment of the delivery system and valve appears to have cause or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards territory manager, during a transfemoral transcatheter aortic valve replacement (tavr) procedure the 26mm sapien transcatheter heart valve was implanted 80:20 aortic and expanded the upper portion of the valve. This created in moderate central or intravalvular leak. A second sapien 26mm valve was implanted more ventricular with a great outcome. Additional information revealed the following: the aortic root was moderately calcified and the native leaflets had moderate calcification. The image intensifier angle was described as fair, and the coaxial alignment of the valve and delivery system were also described as fair. Per report, it was determined that the implant angle was not optimal and the perceived 60:40 aortic deployment was more likely 80:20, but un-appreciated since the implant angle was not ideal. During deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost.